Event description:
Patient presented with high lead impedance and has been referred for a full revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator and lead. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.823 volts, and the memory locations on the generator indicated that 42.775% of the battery had been consumed. Review of the ram/flash data downloaded from the pulse generator shows an indication of increased impedance; the ¿diagvinitialprechange¿ value of 11611, the ¿diagvinitialpostchange¿ value of 20511 ohms, and the time of change detection 06/08/2022 (explant date 06/07/2022). There were no performance or any other type of adverse conditions found with the pulse generator, and the pulse generator performed according to functional specifications. For the lead analysis, note that since a section of the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. During the visual analysis of the third portion, the pin coil was found to be broken. The broken ends of the coil show appearance suggesting that a stress-induced fracture has occurred. However, the exact fracture mechanism cannot be ascertained. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. The lead assembly has dried remnants of what appear to have once been body fluids inside outer and inner silicone tubes, in some areas; no obvious path of fluid ingress was noted other than the identified inner tube abraded openings and cut ends. Other than the above noted observations, and the abraded openings on inner tubes, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.

Event description:
Patient underwent a full revision and the explanted generator and lead were received but product analysis is still underway.